Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. The unit was repaired locally by replacing the power supply. As of 09/21/10, there have been no further calls regarding this issue from this customer site. We will consider this a failure of the power supply.